Manufacturer narrative:
E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a reservoir. It was reported the patient was a 2-year-old 0-month-old boy who was unable to sit up at his 7-month checkup and visited his previous physician for a 10-month checkup as well. He was suspected to have mucopolysaccharidosis due to ectopic mongolian spots, peculiar facial features, repeated otitis media, and delayed gross motor development, and underwent an optional screening, which resulted in a thorough examination for mpsii and a visit to our hospital. The diagnosis of mpsii was confirmed based on decreased leukocyte isuronate-2-sulfatase activity, a hemizygous mutation of c.964c>t (p. Gln322ter) in the ids gene, and increased urinary excretion of dermatan sulfate (ds) and heparan sulfate (hs). Intravenous administration of idursulfase was started at 1 year and 0 month, and intracerebroventricular administration of idursulfase beta was started at 1 year and 2 months. The overall dq at 1 year and 0 month was 93 (postural and motor dq 70), and the overall dq at 1 year and 11 months was 87 (postural and motor dq 102), showing no obvious decline. In addition, a decrease in the concentrations of hs, ds + chondroitin sulfate (csa) in cerebrospinal fluid was confirmed after the initiation of idursulfase beta (hs 12 ¿g/ml and ds+csa 7.0 ¿g/ml before adm inistration, 3-9 months after administration hs 3.7-4.2 ¿g/ml and ds-csa 3.5-4.6 ¿g/ ml). Although urticaria and pyrexia are occasionally observed after drug administration, adverse reactions leading to discontinuation of treatment have not been observed. On (B)(6) 2023, hunterase was started for mucopolysaccharidosis ii. On (B)(6) 2023, elaprase was started. On (B)(6) 2025, the patient developed a pyrexia. At the time of reporting, administration of hunterase was postponed for one week due to pyrexia (rescheduled date: (B)(6) 2025). On (B)(6) 2025, the following events were added: increased cerebrospinal fluid cell count (onset date: 22-aug-2023), otitis media, fever (onset date: 2023-aug-23), fever (onset date: (B)(6) 2023-sep-19), and fever (onset date: (B)(6) 2023). Reporter's causality assessment with the hunterase's reservoir was determined to be unrelated for the following events: pyrexia/fever, and otitis media. Reporter's causality assessment with the hunterase's reservoir was determined to be related for the increased cerebrospinal fluid cell count. The reason for the causal relationship was possible cellular infiltration with the reservoir placement. It was resolved on (B)(6) 2023.